Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. The immucor laboratory was unable to test retention product because the implicated product was expired prior to the laboratory being involved. However, the immucor laboratory did perform a review of production documents and determined that all documents were in order, and no deviations or problems were documented. The implicated product was expired.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo neo, when tested on (B)(6) 2015.